Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having a non-curonix device implanted has been ruled out as a potential cause. Additionally, no attempts to reprogram the transmitter, migration, the patient having contraindicating conditions, severe force applied to the implant, and excessive twisting, bending or stretching have been ruled out. The transmitter settings were changed by lowering the current which resolved the report of overstimulation. The stimulator is used to treat pain. The cause of overstimulation is due to programming parameters as changing the transmitter settings by lowering the current resolved the reported issue (user error-clinical representative). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported back pain and overstimulation. Additionally, the patient reported the neurostimulator is still irritating the nerve after turning off the device. The patient took a break from stimulation. After resuming therapy, the transmitter settings were changed by lowering the current. The patient is doing well after restarting therapy and all issues have been resolved.